Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Pre-operative diagnosis: degenerative spondylosis procedure: t10-pelvis fusion with solera 5.5/ 6, laminectomy, pso, bone grafting levels: t10-pelvis it was reported that intra-op, upon insertion of the multi-axial screw in the l5 pedicle - right side, the mas driver shaft became disengaged from the driver as the seating pin broke and the torx tip sheared off in the implanted screw. The tip was removed with two hyponeedles. The bone was very sclerotic and the surgeon had to use considerable force to insert the screw. No fragments of the device remained in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis :visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with torsional overload condition. The above findings are consistent with torsional overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.